Event description:
It was reported to baxter (B)(4) that the reservoir of one ce infusor lv 5ml/hr device ruptured during filling. There is not report of patient injury or medical intervention. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4): one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through the CAPA #idc-CAPA-(B)(4). A batch review was conducted and revealed that the product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.